Manufacturer narrative:
E1 - name and address: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, before the balloon was placed during treatment of post partum hemorrhage [pph), the patient had a parous delivery with weak contractions of the lower uterine segment and had loss of blood of about 1390 ml. Due to uterine atony. The surgeon placed a bakri tamponade balloon catheter into the patient by hand through the vagina and injected 300 ml of water, it was found the balloon was leaking. A new balloon was replaced to complete the procedure. The patient had negligible blood loss after the leakage malfunction, for a total estimated blood loss of about 1390 ml. The patient had a transfusion with 2 units of hemoglobin and 4 units of plasma. The device was not handled by or in the proximity of any metal tools that may have damaged the balloon. The patient's hospitalization was not prolonged. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation. Description of event: it was reported, before the ballon was placed during treatment of post partum hemorrhage [pph), the patient had a parous delivery with weak contractions of the lower uterine segment and had loss of blood of about 1390 ml. Due to uterine atony. The surgeon placed a bakri tamponade balloon catheter into the patient by hand through the vagina and injected 300 ml of water, it was found the balloon was leaking. A new ballon was replaced to complete the procedure. The patient had negligible blood loss after the leakage malfunction, for a total estimated blood loss of about 1390 ml. The patient had a transfusion with 2 units of hemoglobin and 4 units of plasma. The device was not handled by or in the proximity of any metal tools that may have damaged the balloon. The patient's hospitalization was not prolonged. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), quality control (qc) procedures, a visual inspection, and functional test of the returned device, were conducted during the investigation. One bakri tamponade balloon catheter was returned for evaluation in an open package with label. Visual inspection noted no damage to the device. The balloon was returned inflated with saline, and a leak was observed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. The product IFU, provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.